Event description:
Additional information was received that a revision procedure was performed. The rv lead was surgically abandoned and a downgrade pacemaker system was placed. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that noise was observed on the pace/sense portion of the right ventricular (rv) lead, resulting in pacing inhibition. The length of the inhibition was unknown, as the patient was asymptomatic. The physician elected to reprogram tachy therapy off and program rv sensitivity to 1.5mv. The physician plans to downgrade the patient to a pacemaker in the future. To date, no adverse patient effects were reported as a result of this clinical observation.